Event description:
On (B)(6) 2013, the reporter, the patient¿s father, contacted animas to report that for one week the patient obtained elevated blood glucose levels such as 365 mg/dl and 400 mg/dl, and these elevated levels were not correcting with bolus doses of insulin via the pump. The patient experienced the symptom of abdominal discomfort and tested positive for moderate ketones. The patient has been given correcting bolus doses of insulin via syringe injection. The patient also reported they were travelling, and the insulin had been exposed to long period of extreme heat. There were no issues seen with the infusion set or infusion site. The reporter was unable to review the pump settings and programming at the time of the call to customer service. The issue was not resolved. The patient¿s technique was incorrect by intentionally using insulin which had been compromised by being exposed to high temperatures. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/17/2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no alarms occurred during testing. A force sensor calibration test was completed and confirmed that the pump was accurately detecting force. No delivery related defects were found during testing.